Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: damage. Visual inspection: the cannulated connecting screw (part # 03.037.010, lot # 9564387, mfg # oct 09, 2015) was received at us cq with no visible damage to the threads. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the threaded portion of the device, measured 10.90 mm (caliper ca818). This is within specification of 10.82 to 11.00 mm. Document/specification review: the following drawing(s) was reviewed; connecting screw with self retaining tfna: se_666941 rev c . Connecting screw with self retaining tfna: se_395010 rev f . Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot . Part: 03.037.010. Lot: 9564387. Manufacturing site: haegendorf. Release to warehouse date: oct 09, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure.  The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, upon trying to remove the cannulated connecting screw from a proximal femoral nailing system (tfna) with the ball hex screwdriver, the screw became cross-threaded in the nail or the insertion handle. The screw was removed eventually with some difficulty. The cannulated connecting screw used during the case was not immediately identified. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1); unknown insertion handle (part # unknown, lot # unknown, quantity 1); unknown hex screwdriver (part # unknown, lot # unknown, quantity 1). This report is for 1 of 5 for (B)(4).